Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter was not cutting. They adjusted the cpm down to 3000 and then cutting continued intermittently. The pack did aspirate. They proceeded with the surgery. There was no medical intervention required. No impact to the patient.